Manufacturer narrative:
Sample is unavailable for evaluation. Pictures were provided for analysis. A follow-up report will be submitted once pictures are analyzed.

Event description:
The needle was cracked and sampling was not possible; this incident was not used with a coaxial guide needle, the gun was not tested before use, the instrument was not rotated 360 degrees when it was taken out, the range of use was 23mm, and the empty gun occurred at the first needle.

Event description:
The needle was cracked and sampling was not possible; this incident was not used with a coaxial guide needle, the gun was not tested before use, the instrument was not rotated 360 degrees when it was taken out, the range of use was 23mm, and the empty gun occurred at the first needle

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. There was no sample returned, however, photos are attached to this complaint that allow for an inspection to take place. It was found that the pincer was pulled back and lifted away from the cutting cannula. There are stringent computer/photographic inspections that ensure the pincer is not deformed during the manufacturing process and has the proper radius. According to the per form, there was no coaxial needle used during the procedure, and there was no indication of a dermatotomy being performed. When the device is cocked, the pincer comes out of its window and becomes exposed to the tissues and structures present during the operation. Without the use of a proper sized coaxial needle, it is possible for the fragile pincer to be damaged by the tissues in the human body and to be bent while approaching the biopsy site. Since the most likely cause for the damaged needles is related to an event within the user's environment and not a manufacturing issue, no corrective action can be implemented at this time.